Manufacturer narrative:
This report is submitted on april 16, 2020.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order excise excess skin and granulated tissue at the implant site. Additionally, it was reported that the patient was placed under general anesthesia on (B)(6) 2011, due to skin overgrowth at the implant site.